Event description:
Purple external connection implant does not have mount, doctor has sent it with the implant, so a mmc15 has been added as item.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem , g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h10: additional narrative. Purple external connection implant does not have mount, doctor has sent it with the implant, so a mmc15 has been added as item. After additional information was received on mar 15, 2024, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0001038806-2024-00411 submitted on 3/8/2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was impossible to separate the mount from the implant #34 and was removed. Procedure completed.